Event description:
Event description boston scientific received information that this right ventricular lead had dislodged in to the ourflow tract. During the revision procedure, the helix would not retract after three positionings. The lead was explanted, replaced, and returned for analysis.